Event description:
Procedure: unk. Reportedly, after the procedure, two burn marks the size of a nickel found on the pts back. There were no details made available about the severity or treatment of these burns.

Manufacturer narrative:
The generator was attached to a test terminal and there were no error codes stored in memory. Initial testing found the generator functioned normally and within specs. The generator passed the automated safety test and the high and low frequency leakage currents were specifically tested and were found to be normal and within specs. The generator was cycled for two hours, fully tested and was found to function normally and within specs. The cause of the customers report cannot be determined.